Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-13257. It was reported the patient¿s system was auto-reducing due to migration of both leads confirmed by x-rays. Further diagnostics identified one lead with all high impedance readings and the 2nd lead with all low impedance readings. As a result, surgical intervention was undertaken on (B)(6) 2018 where the leads were replaced which resolved the issue.